Event description:
A customer contacted baxter's (B)(4) to report becoming disconnected while performing therapy on the homechoice (hc) machine during dwell 4 of 6. The home patient (hp) stated that fluid was leaking out of her transfer set. The hp reconnected to the hc prior to calling in. The technical service representative (tsr) assisted the hp with ending therapy early and had the hp disconnect using aseptic technique. The hp would call her peritoneal dialysis (pd) nurse for advice. Product surveillance contacted the hp regarding the reported disconnection. The hp stated she was not exactly sure what caused her transfer set to disconnect from her patient line. The hp stated she did not have an infection and was doing well on therapy. No further information was available.

Manufacturer narrative:
(B)(4). Device still in use, therefore the sample is not available for evaluation.